Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested a larger bolus than needed. The customer's blood glucose (bg) level subsequently decreased to 35 mg/dl. The customer went to the emergency room (ER) on (B)(6) 2023 for one hour. The customer received carbohydrates and glucose tablets to resolve their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. No additional patient or event information was available.